Event description:
Related manufacturer reference number: 3006705815-2023-00117. It was reported that both of the patients ipg's would not communicate with external devices because the patient did not recharge the ipg's as recommended. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored for the system post-op.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient had not charged the ipg for several months. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the auto tester. The ipg was functionally tested and passed all testing. According to the review of prodigy MRI IFU, 37-5143, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.